Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential collagen positioning issue. The exact root cause was unable to be determined. The likely cause was determined to have been subcutaneous deployment of the components resulting in collagen exposure and inability to achieve hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a1-a5, b5, d4, h4, and h6.

Event description:
Additional information was received on 11dec2023: it was reported that the device deployed outside the body. Tortuosity was noted above the stick via angiogram. 50 mg of protamine was given to reverse heparin. The patient arrived from the cath lab at 1500. Upon arrival patient the patient's vital signs were stable. Two rn checked the skin. No bleeding/hematoma was noted at right groin site upon arrival. At 1545, the patient reported 7/10 pain. The rn performed a groin check per protocol. The rn found the groin area to be firm to touch and a small bruise formed near the gauze site. A small area of bleeding on the gauze relatively unchanged from arrival. A rn came to the bedside to confirm hematoma. At 2300, the patient oozed directly from site, charge nurse came to bedside and placed a neptune patch and ice. The hematoma seemed to increase slightly in firmness. The patient's blood pressure (bp) was stable; however, it was a little lower than earlier in the shift. At 0000, the neptune had mild visible oozing; however, it appeared to have slowed down. A fresh ice pack was placed, and tylenol was given. There was bleeding from the access site, and additional hemostatic pressure and extended bedrest were recommended. There was moderate bruising with some tract oozing overnight that subsided by am. The patient's bmi was 49.81.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon completion of a left heart catheterization (lhc) the scrub tech opened a 6 french angio-seal for a right femoral artery closure. A femoral angiogram was performed, and the area was deemed safe to proceed with the angio-seal. Sheaths were exchanged and the artery was located correctly. The angio-seal portion was inserted with foot plates set before initiating the seal. When the scrub tech pulled back the foot plates caught; however, the collogen was deployed outside the patient. Manual compression was used to achieve hemostasis. The suture was cut to remove the collogen sitting outside the patient. There was no harm was done to the patient. No blood loss was reported. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.